Event description:
It was reported that during implant of the atrial lead, the physician had difficulty inserting the lead into the header port of the device. Mineral oil was used as a lubricant and the lead was able to be successfully inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported that during a device changeout procedure, the lead was difficult to remove from the device header. The lead was able to be removed and was successfully inserted into the replacement device.